Manufacturer narrative:
The device referenced in this report was returned to olympus for investigation. The investigation revealed that there was no image problem with the device. The device has been tested with three different processors and light sources but not problem was found. The cause of the user's experience cannot be determined. This report is being filed as an MDR in an excess of caution.

Event description:
The user facility reported that during a diagnostic colonoscopy they experienced a total loss of image. The procedure was completed with the use of a different, but similar device. There was no patient injury reported.